Event description:
Spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: this case belongs to one patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-jul-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/47036) on 11-jul-2018. The most recent information was received on 23-aug-2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of device breakage ("devices were removed leaving a piece of the device in the left fallopian tube") and pregnancy with contraceptive device ("intrauterine pregnancy") in a 35-year-old female patient who had essure (batch no. D30805) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal, bilateral salpingectomy) and surgery (elective abortion). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for complication of device removal, device breakage and pregnancy with contraceptive device with essure. The reporter commented: according to the chromopertubation test the fallopian tubes were blocked, for that reason it is difficult to understand the pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): chromopertubation - on (B)(6) 2017: fallopians tube blocked echography control after three months of essure insertion. (B)(6) 2017, exploratory laparoscopy, no abnormalities. At chromoperturbation test there was no passage of methylene blue in any of the tubes. Procedure was started to remove the devices, but a fragment remained in the left tube, thus bilateral salpingectomy was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/47036) on (B)(6)2018. The most recent information was received on (B)(6)2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of device breakage ("devices were removed leaving a piece of the device in the left fallopian tube") and pregnancy with contraceptive device ("intrauterine pregnancy") in a 35-year-old female patient who had essure (batch no. D30805) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure". On (B)(6)2015, the patient had essure inserted. On (B)(6)2017, 2 years after insertion of essure, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. The patient's last menstrual period was on (B)(6)2016 and estimated date of delivery was (B)(6)2017. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal, bilateral salpingectomy) and surgery (elective abortion). Essure was removed on (B)(6)2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for complication of device removal, device breakage and pregnancy with contraceptive device with essure. The reporter commented: there were no difficulties during insertion. Three trailing coils in each side. After confirmation test, patient was told to rely on essure. Essure was removed on patient's request. According to the chromopertubation test the fallopian tubes were blocked, for that reason it is difficult to understand the pregnancy. It was reported that the patient received general anestesia which avoided the tubaric spasms; therefore the pathological anatomy of both fallopian tubes could not clarify if they were permeable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Chromopertubation - on 3-nov-2017: fallopians tube blocked pregnancy test urine - on (B)(6)2017: positive ultrasound scan - on (B)(6)2017: pregnancy ultrasound scan vagina - on (B)(6)2016: satisfatory essure placement echography control after three months of essure insertion. (B)(6)2017, exploratory laparoscopy, no abnormalities. At chromoperturbation test there was no passage of methylene blue in any of the tubes. Procedure was started to remove the devices, but a fragment remained in the left tube, thus bilateral salpingectomy was performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: essure pregnancy questionnaire and device removal questionnaire received - lab data added. The seriousness criterion hospitalization was added by most conservative approach incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a gynecologist and describes the occurrence of device breakage ("devices were removed leaving a piece of the device in the left fallopian tube") and pregnancy with contraceptive device ("intrauterine pregnancy") in a 35-year-old female patient who had essure (batch no. D30805) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure." On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. On (B)(6) 2017, 2 years after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). The patient was treated with surgery (essure removal, bilateral salpingectomy) and surgery (elective abortion). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for complication of device removal, device breakage and pregnancy with contraceptive device with essure. The reporter commented: according to the chromopertubation test the fallopian tubes were blocked, for that reason it is difficult to understand the pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): chromopertubation - on (B)(6) 2017: fallopians tube blocked. Echography control after three months of essure insertion. (B)(6) 2017, exploratory laparoscopy, no abnormalities. At chromoperturbation test there was no passage of methylene blue in any of the tubes. Procedure was started to remove the devices, but a fragment remained in the left tube, thus bilateral salpingectomy was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient age, lab data, essure insertion date, removal date, lot number and events amenorrhea, pregnancy, device ineffective, devices were removed leaving a piece of the device in the left fallopian tube and complication of device removal added. Pregnancy field updated to yes and patient performed a voluntary termination of pregnancy. The reason of removal was the failure of the device as contraceptive. According to the chromopertubation test the fallopian tubes were blocked, for that reason it is difficult to understand the pregnancy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.